Event description:
Patient had open heart surgery with large bulb (blake) drain placed. The connection where the blake drain meets the tubing snapped off while rn was emptying container. FDA safety report ID# (B)(4).